Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for klebsiella pneumoniae (2cfu) during a routine surveillance culturing test at the facility. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor (soluscope 4) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information. The user facility reported that they had brushed the subject device using an olympus cleaning brush (maj-1888) and they had not store it in a storage cabinet according to the instruction manual. The exact cause could not be determined.